Manufacturer narrative:
H3: the computers were returned to the manufacturer for analysis. The first computer tested booted normally to the application screen. Spine 2.1 is installed. Insufficient disk space and install failure with tools v31 was confirmed. The second computer booted normally to the application screen. Only the admin program was installed. Spine 2.1 and tools v31 installed without errors. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). A second computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer functioned as designed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The issue was not resolved by replacing the computer, another computer will be sent to the site. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. The manufacturer representative reported that when attempting to load spine tools 31, he logged into the system admin but the system displayed a "disc drive 100% full" message. All of the patient information and exams were deleted in an attempt to resolve the issue however, the issue was not resolved. Further, all old applications were deleted from the system but this did not resolve the issue either. No patient involved. On 2020-feb-10 additional information received. It was reported that after replacing the computer and the spine (B)(4) software was installed and an error message was received stating no space left on device. The computer was restarted, it was confirmed that there were no applications on the application selection screen. The install was tried again and the issue occurred. A replacement computer was sent.